Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Following the replacement of the fuses for the imaging system. A medtronic representative went to the site to test the equipment. The imaging system then passed the system checkout and was found to be fully functional. The suspect fuses have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the din rail fuses on the imaging system were open. It was reported that the fuses were replaced with backup inventory to resolve the reported issue. There was no patient present when this issue was identified. No additional information was provided.